Event description:
Account reports approximately 15 incidents of the set "leaking at the filter". States it occurs usually after being used for 24 hours; does not appear to be associated with any lot number or fluid. No pt. Injury reported.